Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# : va15g9a, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2016. After the surgery, it was discovered that one of the electrodes "was not good" and was ineffective. The electrode was explanted and replaced on (B)(6) 2017. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
The patient's date of birth was estimated as only the patient's age at the time of the event was provided. The date of birth is considered year valid.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va15g9a, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis of the lead found the outer insulation of the lead body was damaged at the depth stop site. Impressions from over-tightening of the depth stop were observed on the outer insulation about 2.5 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the lead being explanted and replaced was an electrode fracture. The patient's symptoms had not improved after implant. The event was resolved after the revision.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: va15g9a, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: neu_stylet_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.